Event description:
Ous MDR - after an implantation period of about 12 months, oversensing with inappropriate therapy was reported via home monitoring. A possible lead fracture was assumed. The lead was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular between 27 cm and 34 cm as well as between 39.5 cm and 41 cm distal to the df-4 connector pin the lead body was found squeezed and deformed. Furthermore in these regions the insulation was found damaged by spiral-shaped abrasion. Blood penetrated the lead. This damage can be considered to be the root cause for the clinical observation of noise on the rv channel which led to shock delivery as mentioned in the complaint description. Based on the available x-ray as well as the characteristics of these damages, it is reasonable to assume that a twiddler's syndrome led to lead-to-lead abrasion resulting in insulation damage. The deformation of the distal shock coil most likely resulted from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.